Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue. Guide catheter: hyperion 6fr. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported material rupture and physical resistance appear to be related to circumstances of the procedure. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the distal circumflex (cx) artery with mild tortuosity and heavy calcification that was 90% stenosed. Resistance was felt during advancement of the 2.00 x 15 mm traveler coronary dilatation catheter through the lesion, but it crossed successfully. The balloon was inflated first time at 10 atmospheres; however, the balloon ruptured during the second inflation at 12 atmospheres. A replacement non-abbott balloon was used to dilate the lesion. The procedure was successfully completed after a xpedition stent was implanted. There were no adverse effects or clinically significant delay in the procedure reported. No additional information was provided.